Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, far field r-wave (ffrw) was seen on the right atrial (ra) lead. It was noted that the ra lead had intermittent and loss of atrial capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.